Event description:
The hospital reported that during a coronary artery bypass graft surgery, the heartstring seal missed fired/did not deploy. The seal was out of the deployment tube with the spring still inside the tubing. The surgeon put his finger on the hole while waiting for another seal to be prepared. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
After the procedure, the hospital discarded the product. (B)(4).